Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 600 mg/dl. Cause was unknown. Customer delivered a correction bolus to address high bg. Tandem technical support performed a system check on the pump and determined that the pump was functioning as intended.